Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed, and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of incisional hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number 43kpd515 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "failed, and caused damage to her internal organs" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh (device #1), patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr is submitted to represents the mesh ¿ ventralex (device #1). An additional emdr was submitted to represent mesh ¿ composix l/p (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of incisional hernia. A bard/davol ventralex hernia patch, reference number (B)(4) and lot number 43kpd515 was implanted to repair the hernia defect. On (B)(6) 2009: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was defective, failed and caused damage to her internal organs. As reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿hernia recurrence was noted, and sac was excised. Adhesions were taken down. A large umbilical ventralex mesh (device #1) was used and sutured.¿ on (B)(6) 2009 - patient was diagnosed with incarcerated recurrent incisional hernia and abdominal pain thereby underwent open repair with removal of ventralex mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿the hernia was very scarred and the bowel freed from the hernia sac. The ventraiex mesh (device #1) was adherent at the superior aspect of the wound and the mesh was removed. A composix l/p mesh (device #2) was placed into the abdominal wall and sutured.¿ on (B)(6) 2012 - patient presents with abdominal pain. On (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia, enterocutaneous fistula and erythema with some wound drainage thereby underwent open repair with removal of composix l/p mesh (device #2) and small bowel resection. Per operative notes, ¿the mesh was encountered and noted dense adhesive disease of the small bowel to the mesh and to the abdominal wall. Small bowel resection was carried out. The entire composix l/p mesh (device #2) was removed.¿ attorney alleges that the patient had adhesions, bowel/intestinal obstruction, bowel/intestinal removal, infection, pain and hernia recurrence.